Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that this programmer was used to interrogate a pacemaker. After performing lead test measurements, the events tab was selected and the programmer became frozen. The programmer was turned off and back on, but the programmer again became frozen at the events tab. The programmer was turned off and back on several times, but the issue did not resolve. No adverse patient effects were reported. The programmer was not returned for analysis.